Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during treatment of an aneurysm located in the internal carotid artery (ica), the proximal segment of the pipeline did not fully open despite several attempts at resheathing and repositioning. The device was removed and a new pipeline was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Patient information: added patient age.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.